Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion hospitalization). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (in (B)(6) 2015, plantiff underwent partial hysterectomy in order to alleviate,remove her essure device.). Essure (ess205) was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.